Event description:
On (B)(6) 2012, the reporter claimed that the patient's blood glucose started to elevate while he tested positive for ketones and had symptom of vomiting. The patient's infusion set was changed but the blood glucose reading continued to elevate. He was admitted to the ER and diagnosed with dka and treated with IV and insulin drip. The patient was taken off of the subject pump and treated accordingly by the doctor. His blood glucose finally resolved to 286 mg/dl. During troubleshooting, the animas representative noticed the am/pm for time was off. The subject pump did not have a date/time reset issue. The advance features and the basal segment are correctly programmed according to the patient's usage. There were no issues such as leakage and air bubbles with the infusion set or the insulin cartridge. There is no sign of infusion site issues such as redness, swelling, hardness or bleeding. There was no sign of a kink or bending of the cannula at the infusion site. The animas representative concluded there was no pump malfunction associated with the alleged event. This complaint is being reported due to possible use error with time/date setting and because the patient required medical intervention while on insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
F device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the total daily dose history from (B)(4) 2012 indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. Unrelated to the complaint, investigation revealed that the audio bolus button cover was missing and the button contact is exposed. This defect is not likely to cause or contribute to an adverse event, as insulin can be delivered using the normal bolus feature. Investigation also revealed that the keypad is lifting near the ok keypad button. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. There was evidence of contamination found under the contrast key contact. All keypad buttons were found to be functioning appropriately.